Event description:
It was reported via repair work order that the brakes were not engaging due to foot end brake crank assembly was broken. It was also reported that the bed brakes were not engaging because both brake pedals were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.